Manufacturer narrative:
The msd was not returned for evaluation. The patient's noncompliance (sitting up in bed) likely caused the kink in the catheter and sheath which contributed to the marker band becoming dislodged during removal. No patient impact or injury was reported in association with this event or the removal of the marker band. Review of the device history record indicated that the product was manufactured according to specification and met all acceptance criteria prior to release. If additional information is received, a follow up report will be submitted.

Event description:
Ekos was used in a peripheral arterial occlusion case with an antegrade femoral access. It was reported that during removal of the ekos catheter, resistance was noted and under fluoroscopy, the distal marker band was seen in the sheath. It was removed with a snare and there was no patient impact reported. It was reported that the catheter and sheath were kinked due to the patient being noncompliant and sitting up in bed.